Event description:
A facility nurse reported that during a dialysis treatment microbubbles of air were visible below the air detector and the machine did not alarm. The nurse states the machine's pretreatment testing had passed prior to the treatment. The treatment was completed without injury. The machine removed for inspection by the facility machine tech. And was found to be operating properly. The air/level detector module was found to alarm appropriately. The module will be returned to the MFR for eval.